Manufacturer narrative:
The root cause could not be determined since the b+l product evaluation determined that the cutter performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in singapore reported the surgeon noticed the vitrectomy cutter was not cutting efficiently during core vitrectomy and removed the probe from the eye immediately. The cutter was placed in the gallipot to be tested but it still was not working efficiently. A new pack was opened and the case proceeded on without any further event. Further information confirmed the aspiration continued while the cutter stopped cutting.

Manufacturer narrative:
The evaluation of the product sample has been completed. One opened bl5523wvx pack from lot x5553 was returned. The expiration date on the label was 2025-jun-09. The IV spike, drip chamber and a portion of the tubing had been cut off and was not returned. The collection cassette assembly could only be partially tested. The returned tubing was not blocked and fluid flowed through into the collection cassette. The collection cassette was captured and recognized by the system and passed the self-vacuum test though the priming could not be completed due to the cut tubing. The tip protector was returned loose in the pack tray and not on the vitrectomy cutter. The needle was not bent. The port window was in the opened position. There was droplets of fluid in the cassette tubing and dried solution visible in the vitrectomy cutter tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The sterilization and lot history records were reviewed and found to be acceptable.